Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The reported the cause of the sudden change of therapy had not been determined. They reported that increasing the stimulation on the call resolved the change in therapy/symptoms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported they got the device for bladder and bowel. They reported that the device had helped with bladder, but their bowel control was terrible on monday. The patient was able to sync with the programmer on the call, it showed stimulation was on, set to program 3 at 1.0v. The patient increased stimulation to 3.4v where they reported feeling it in the correct area. The patient was redirected to their healthcare provider if the problem did not resolve. The patient described this as a sudden change in therapy/symptoms. No further complications were reported or anticipated.